Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia, with a lowest blood glucose of 57 mg/dl lasting approximately 20 minutes, treated with oral glucose and followed by a meal announcement on the ilet while using a g7 sensor; the episode was discussed as potentially related to corrective insulin administered a few hours prior and meal announcement timing. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management with oral glucose and no medical intervention or hospitalization. Investigation included review of device use, glucose trends, and user education on meal announcement timing and safe-range confirmation prior to eating. Investigation of this case revealed that corrective insulin likely contributed to the low glucose and that user timing of meal announcement during recovery from hypoglycemia could have influenced dosing, with the ilet expected to adapt via its learning algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.